Manufacturer narrative:
Analysis received the unit with blank display due to corroded on the electronic assembly. Also, the unit was found with a corroded motor home switch. Analysis was unable to test for button or keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 135 mg/dl at the time of incident. The customer stated that the numbers are not ramping on their own. The customer stated the scroll bar is not moving up or down with no input from the user. The customer stated there is fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.